Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology was reported to be non-tortuous. The patient has a history of 80% stenosis of the left renal artery with a creatinine level 0f 2.9. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated and cannulated. The renal arteries were identified, and the stent graft was inserted through the right common artery and advanced without difficulty into the suprarenal aorta. The physician stated that there was inability to pull the ring back to unsheath the stent graft. The delivery catheter was removed from the patient and examined on the table. No kinking of the delivery catheter was noted. The physician partially deployed the device on the table with some resistance. The stent graft was then resheathed and re-inserted into the patient with the aid of a 22 french sheath. The graft cover was pulled back with difficulty. The physician was unable to retract the runners and had pulled the stent graft into the aneurysm sac. It was reported that the contralateral gate had become trapped and could not be cannulated; therefore, the decision was made to convert the patient to open surgical repair. The patient's abdomen was prepped, and an incision was made from the ribs to the umbilicus. The aneurysm was isolated and entered. The stent graft was noted to be in the distal abdominal aorta extending into the right iliac artery with the contralateral gate trapped. The stent graft was removed, and the sheath was removed from the left groin. There was no evidence of dissection in the iliac system. A 16 mm graft was anastomosed to the proximal aorta and the right and left distal aorta. Flow was restored with good hemostasis, and the patient had strong biphasic signals within the pedal vessels. No clinical sequelae were reported, and the patient is reported to be fine. Receipt and analysis of the delivery catheter by medtronic ave are pending.

Event description:
Returned goods investigation of the device has been completed. The stent graft was not returned with the delivery catheter, and the graft cover was undamaged. No mfg anomalies were noted, and no damage was noted that could have contributed to the reported deployment difficulties. The cause of the reported deployment difficulties cannot be determined.